Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a keypad button response issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned, and it was evaluated by product analysis on 08/23/2014 with the following findings: visual inspection revealed that the keypad was free of damage. Evaluation revealed that all of the keypad buttons were properly responsive; the reported event was not duplicated. The keypad cover was removed, and evidence of contamination was found under all of the key contacts. It is unknown whether or not the contamination was related to the reported event. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.